Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-12293. It was reported the patient experienced pain at the lead site. Surgical intervention was taken on (B)(6) 2014. The lead had become disconnected from the scs ipg. The physician reconnected the leads to the ipg. The pt reportedly receives effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.